Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the last 2 infusion sets had disconnected from the tubing connector. The customer stated that the drive support cap was loose. The blood glucose reading was 160 mg/dl. The customer stated that she felt that the insulin pump was either giving her too much or too little insulin because she had high and low blood glucose events. She stated that she had not changed anything about her daily routine nor her settings, inputting the same carbohydrates everyday. Another blood glucose reading on the call was 173 mg/dl. The customer complained of nausea, vomiting, fatigue, and excessive thirst. She had not yet treated for high blood glucose that day. The infusion set cannula was neither bent nor occluded. Advised the customer to change the entire infusion set, reservoir and insulin. Advised replacement of the insulin pump due to damaged drive support cap. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.